Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the current insulin pump stop working and they found medtronic insulin pump when they put in a battery it went on but with an alarm occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.